Event description:
It was reported that the customer's blood glucose level was high, but the specific value was unknown, with the display showing "high." Cause was not known. The customer attempted to address the issue by administering a correction bolus via pump and conducted various inspections, including checking the infusion site and tubing, with no issues found. Insulin was stored correctly, and the customer had not missed a meal bolus. Technical support advised the customer to consult a healthcare provider to discuss factors affecting blood glucose levels and to replace supplies as necessary.